Event description:
Int'l affiliate reports the valve was implanted in 1999. Overdrainage was noted in 11/1999 and pressure was adjusted. Overdrainage was again noted in 12/1999 and x-ray showed movement of valve pressure. This happened a few times (the number unspecified). The valve was revised in 2000.